Manufacturer narrative:
The device is part of the advisory for this model. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented with an escape rhythm of 40 bpm. No telemetry and no output were detected. The device was explanted and replaced. No patient complications were reported as a result of this event.